Manufacturer narrative:
This report is submitted on november 7, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, due to migration of the receiver stimulator. The skin flap was thinned and the device was repositioned. The implanted device remains.